Manufacturer narrative:
The investigation has determined that a lower than expected vitros intact pth (ipth) result obtained from non-vitros biorad quality control (qc) fluid when using vitros immunodiagnostic products intact pth (ipth) reagent lot 1621 on a vitros xt7600 integrated system. A definitive assignable cause could not be determined with the information provided. A diagnostic precision test on the instrument was not performed. Therefore, the performance of the vitros xt7600 integrated system was not verified. Biorad qc results from an alternate lot of vitros ipth reagent (lot 1605) demonstrated unacceptable precision, therefore an instrument issue cannot be ruled out as a contributor to the event. Continual tracking and trending indicates a possible performance issue with vitros ipth reagent lot 1621. Ortho has initiated an investigation for lower-than-expected results obtained from multiple vitros ipth reagent lots tested on multiple vitros instrument platforms. A vitros ipth lot 1621 reagent issue cannot be ruled out as a contributor to the event. Email address for contact office above is (B)(6).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros intact pth (ipth) result obtained from non-vitros biorad quality control (qc) fluid when using vitros immunodiagnostic products ipth reagent lot 1621 on a vitros xt7600 integrated system. Biorad lot 88700 level 1 result of 33.35 pg/ml vs an expected result of 47.77 pg/ml the lower than expected vitros ipth result was from a quality control fluid and was not reported from the laboratory. The customer made no indication that any patient sample results had been affected, however, the investigation cannot conclude that patient samples would not be affected if the event were to reoccur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Event description:
This supplemental MDR was created to update the root cause of the lower than expected vitros ipth results. In addition, the ipth issue was reported as a class ii recall and a communication was sent to customers. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
This supplemental MDR was created to update the root cause for the lower than expected vitros ipth results. Ortho's investigation has identified the root cause of this issue stems from a raw material used in the affected lots. A communication (cl2022-275) was sent on (B)(6) 2022 to all customers who have been shipped vitros ipth reagent pack within the previous 12 months. The communication informed customers that when performing patient sample testing using the affected ipth lots (1610, 1621, 1630, 1640, 1645, 1650, 1670), customers may experience an average negative bias of approximately -12%. The communication indicates that when using the affected lots of vitros ipth reagent pack intraoperatively, patient samples should be tested using the same reagent lot and qc material for baseline and throughout the procedure. When performing patient sample testing using the affected lots of vitros ipth reagent pack, adjust your laboratory¿s reference interval by -12%. In addition, a variable negative shift in performance was also confirmed using biorad liquicheck/lyphocheck specialty immunoassay controls and thermo scientific mas omni immune immunoassay controls when compared to their published assigned values. Ortho has assigned new mean and sd values for available biorad and thermo fisher control lots for use specifically with the affected lots listed in the communication. Ortho is in the process of manufacturing new reagent lots with an anticipated release in (B)(6) 2022. Until a new lot of vitros ipth reagent pack is available, be aware that the potential exists to observe negatively biased results when using the affected lots of vitros ipth listed above. The FDA was notified of this issue on 17 november 2022. Please refer to report #3007111389-11/17/2022-001-c.